Event description:
ADDITIONAL INFORMATION RECIEVED ON 07/21/2026 FOR MW5188632. FORMAL FOLLOW-UP REPORT TO EXISTING ACCESS NUMBER: MW5188632 On July 18, 2026, the manufacturer (Samsung Electronics America) pushed an unprompted, mandatory over-the-air firmware update to the affected development unit (cleared under (b)(4). The reporter allowed the update to process to evaluate whether the manufacturer had engineered a software correction for the previously reported sensor failure. OUTCOME: Post-update diagnostic testing confirms the new firmware patchcompletely failed to restore the photoplethysmography (PPG) sensor array or ECG application initialization. The cleared medical device functionality remains entirely non-operational. This demonstrates that the manufacturer's software mitigation strategy is ineffective, and that the product non-conformance under 21 CFR Part 820 (QMSR/CAPA) remains uncorrected. The reporter has formally notified the manufacturer's US sponsor (b)(4) that remote software patches cannot cure this hardware impairment and that physical hardware replacement is required.Complete written documentation of the manufacturer's communications, including their refusal to authorize hardware remediation and the engineering team's acknowledgment of the defect, is retained on file by the reporter and is available immediately upon FDA request. Post-update ECG App Initialization Failure (07/18/2026); PPG Sensor Inactivity (07/18/2026).

Event description:
THE REPORTER IS A HEALTHCARE TECHNOLOGY DEVELOPER (AKN) UTILIZING THE SAMSUNG GALAXY WATCH PLATFORM, WHICH IS CLEARED AS A CLASS II MEDICAL DEVICE UNDER FDA 510(K) CLEARANCE K240909 (FOR THE ECG APP AND IRREGULAR HEART RHYTHM NOTIFICATION- IHRN). FOLLOWING A MANDATORY, MANUFACTURER-PUSHED FIRMWARE UPDATE (ONE UI (USER INTERFACE) 8 / WEAR OS (OPERATING SYSTEM) 5), THE DEVICE'S PHYSIOLOGICAL SENSOR ARRAY, PHOTOPLETHYSMOGRAPHY (PPG) SENSORS, HEART RATE TRACKING, ECG, AND WRIST-DETECTION ALGORITHMS FAILED COMPLETELY. THE DEVICE IS NOW UNABLE TO COLLECT, PROCESS, OR TRANSMIT CARDIAC TELEMETRY OR CARDIAC EVENT NOTIFICATIONS, PERFORM ECG CORRECTION, OR PROVIDE IRREGULAR HEART RHYTHM MONITORING. STANDARD DIAGNOSTIC FUNCTIONS ARE COMPLETELY DISABLED, RENDERING THE CLEARED MEDICAL DEVICE FUNCTION ENTIRELY NON-OPERATIONAL. DESPITE PROMPT REPORTING, THE US SPONSOR, (B)(6) (SAMSUNG ELECTRONICS AMERICA), AND THEIR EXECUTIVE ESCALATION TEAM HAVE OFFICIALLY REFUSED TO INVESTIGATE OR REMEDIATE THIS SOFTWARE-INDUCED HARDWARE REGRESSION. INSTEAD, THE MANUFACTURER HAS CLASSIFIED THIS FIRMWARE-INDUCED DEFECT AS A RETAIL "OUT-OF-WARRANTY HARDWARE ISSUE" AND DEMANDED THAT THE DEVELOPER PAY AN OUT OF-POCKET SERVICE FEE TO REPAIR A DEFECT INITIATED BY SAMSUNG'S OWN SOFTWARE DEPLOYMENT. THIS FAILURE TO REMEDIATE A SOFTWARE-INDUCED DEGRADATION OF CLEARED MEDICAL TELEMETRY CONSTITUTES A NON-CONFORMANCE UNDER 21 CFR(CODE OF FEDERAL REGULATIONS) PART 820 QUALITY SYSTEM REGULATIONS (QMSR(QUALITY MANAGEMENT SYSTEM REGULATION)) REGARDING CORRECTIVE ACTION (CAPA(CORRECTIVE AND PREVENTIVE ACTION)) AND COMPLAINT HANDLING. CONSISTENT FAILURE OF THE ECG APPLICATION AND SAMSUNG HEALTH MONITOR APPLICATION TO INITIALIZE OR READ HEART RATE DATA POST-UPDATE. VISUAL INSPECTION CONFIRMS THAT THE PHOTOPLETHYSMOGRAPHY (PPG) GREEN/RED SENSOR LEDS DO NOT ACTIVATE UPON SKIN CONTACT, DIAGNOSTIC BATTERY STATUS REPORTS INACCURATE STATE OF CHARGE (BRICKED BATTERY CONTROLLER SHOWING FALSE RAPID DISCHARGE).